Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure was a single occurrence and could not be reproduced during in-house system testing. The "auto power off" feature powers off the device when there has been no interaction with the device for 15 minutes, it is using an external battery, and the ventilator is in stand-by mode. The power failure was triggered appropriately. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device entered "auto power-off mode" and powered down. There was no patient injury reported as a result of this incident.